Event description:
Mps reported that during the anterior chamfer cut the robot was having issues during auto align. After the auto align, the saw would not begin cutting and a loud grinding noise was coming from the robot. Mps was unable to complete the case. Update: this was during a tka. Case was completed manually. No consequences to the patient or delay due to instrumentation already being open.

Manufacturer narrative:
An event regarding mechanical failure involving a mako robotic arm was reported. The event was confirmed. Method & results: -product evaluation and results: the field service engineer reported: problem reproduced: yes. Troubleshooting notes: mps was unable to complete the case. Work performed: mps reported that during the anterior chamfer cut the robot was having issues during auto align. After the auto align, the saw would not begin cutting and a loud grinding noise was coming from the robot. Fse removed all service panels for a visual inspection of the system, no issues found. While performing transmission check, found that j6 phase lag was severely out of spec (112.6°). After re-torquing j6 transmission cables to spec, phase lag reading for j6 is now at 14.0° (in spec). After system checks and torquing down j6 transmission cables to spec, now there is no noticeable vibrations/noises coming from the arm or j6. Performed a full saw bone test on the system with no further issues. System is ready for patient use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that rob1712 was inspected and the quality inspection procedures were completed with no reported discrepancies. -complaint history review: there have been no other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.